Manufacturer narrative:
The failure investigation has been completed and the alleged alert data error issue was verified. Based on the analysis, the alleged bolus delivery issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the customer requested a bolus, but alleged it was ¿not delivered¿ due to the data log corruption. As the pump history logs were removed, tandem technical support was unable to investigate the bolus delivery allegation. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.